Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) had an alarm ringing. ICU nurse contacted us to say that an alarm was ringing. We checked the cardiosave. The alarm continued to ring, and it had shut down. Restarted the power, but it did not move beyond the startup screen, and the alarm continued. The alarm stopped when we unplugged the ac cord. Replaced it with a cardiosave with a different serial number and continued treatment. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4,g3, g6, h2, h11. Corrected fields: d10.

Manufacturer narrative:
Due to character restrictions in block e1. Event site name: (B)(6) hospital. Updated fields: b4,d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields: d10. A getinge field service engineer (fse) evaluated the unit, checked the log from maintenance mode and found the solenoid driver board was the cause, but the facility instructed to replace all parts as there was a possibility that #118 would occur. The fse replaced both the drive manifold and power management board. During the operation check and after the replacement, the executive processor board was also replaced due to code #115 occurring. All functional and safety test performed and are good. The failure analysis and testing dept. Received the pcb, solenoid control,pcb, power management, exec processor, drive manifold assembly. These parts were received with a reported unit failure of the alarm continued to ring (system alarm)and it had shut down. The failure analysis and testing dept. Performed a visual inspection and found the parts to be in good condition. The fat tested each part separately. The fat installed pcb, power management into the cardiosave test fixture turned the cardiosave on and received a system alarm(the customer reported a ring).the fat was able to replicate the customer complaint. The fat then installed pcb, solenoid control into the cardiosave test fixture turned the cardiosave on and received a system alarm(the customer reported a ring).the fat was able to replicate the customer complaint. The error code 118 was observed in the fault log which was reported also by the customer, proving that there is a defective power management and solenoid control board. The fat then installed pcba, exec processor into the cardiosave test fixture and tested the board the to factory specifications per and the cardiosave. After two hours of run time the fat could not replicate the complaint of code 115. The fat then proceeded to install drive manifold assembly and tested it to factory specifications per procedure and the cardiosave service manual. The fat performed the all manifold test. The drive manifold passed testing. The cardiosave then pumped for two additional hours. The drive manifold passed testing. In summary, the power management board and the solenoid control boards contributed to the system alarm and shut down. Sent the parts to their respective suppliers for further failure analysis. Failure analysis received from the supplier for the part power management. They stated the part has a defective q35 and q36 component. Root cause for this part are the defective q35 and q36. Also received pcb, solenoid control. The supplier stated they found c38 defective. Root cause for this part will be that c38 component. Retained the part in the failure analysis and testing department per procedure. Rc1 ¿ there is no surge protection in the interface between the charging circuitry and the batteries installed in the power slots of the unit. Rc2 ¿ the tantalum capacitors used on the following two (2) pcbas are not within the capacitor manufacturer¿s de-rating guidelines which may result in capacitor failure causing an overcurrent condition on the vbulk power supply which damages the power management board.

Event description:
N/a.

Manufacturer narrative:
Corrected fields: h6- medical device ¿ problem code.

Event description:
N/a.

Manufacturer narrative:
Corrected field : e3. Due to character restrction in block e1. E1 event site address is (B)(6). Updated fields: b4, e1(event site telephone number , event site address)g3, g6, h2, h3, h6( investigation conclusions,component code), h11. The following investigation was performed by carl famulare, technician of the maquet failure analysis and testing dept. (Fat) wayne, the failure analysis and testing dept. Received the following parts associated with this complaint: part number 0670-00-1161 pcb, solenoid control serial number (B)(6). Part number 0670-00-1162 pcb, power management, rohs serial number (B)(6). Part number 0670-00-0770 pcba, exec processor serial number (B)(6). Part number 0104-00-0031 drive manifold assembly serial number (B)(6). These parts were received with a reported unit failure of the alarm continued to ring (system alarm)and it had shut down. The failure analysis and testing dept. Performed a visual inspection and found the parts to be in good condition. The fat tested each part separately. The fat installed part number 0670-00-1162 pcb, power management, rohs serial number (B)(6) into the cardiosave test fixture serial number (B)(6) turned the cardiosave on and received a system alarm(the customer reported a ring). The fat was able to replicate the customer complaint. The fat then installed part number 0670-00-1161 pcb, solenoid control serial number (B)(6) into the cardiosave test fixture serial number (B)(6) turned the cardiosave on and received a system alarm(the customer reported a ring). The fat was able to replicate the customer complaint. The error code 118 was observed in the fault log which was reported also by the customer, proving that there is a defective power management and solenoid control board. The fat then installed part number 0670-00-0770 pcba, exec processor serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the board the to factory specifications per procedure number 0002-07-d016 revision f and the cardiosave service manual part number 0070-00-0639 revision r. After two hours of run time the fat could not replicate the complaint of code 115. The fat then proceeded to install part number 0104-00-0031 drive manifold assembly serial number (B)(6) and tested it to factory specifications per procedure number 0002-07-d016 revision f and the cardiosave service manual part number 0070-00-0639 revision r. The fat performed the all manifold test. The drive manifold passed testing. The cardiosave then pumped for two additional hours. The drive manifold passed testing. In summary, the power management board and the solenoid control boards contributed to the system alarm and shut down. Sending the parts to their respective suppliers for further failure analysis. The following was submitted by (B)(6), technician of the maquet failure analysis and testing dept. (Fat) wayne, failure analysis received from the supplier for the part 0670-00-1162. They stated the part has a defective q35 and q36 component. Root cause for this part are the defective q35 and q36. Also received pn 0670-00-1161. The supplier stated they found c38 defective. Root cause for this part will be that c38 component. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Au. Rc1 ¿ there is no surge protection in the interface between the charging circuitry and the batteries installed in the power slots of the unit. Rc2 ¿ the tantalum capacitors used on the following two (2) pcbas are not within the capacitor manufacturer¿s (vishay) de-rating guidelines which may result in capacitor failure causing an overcurrent condition on the vbulk power supply which damages the power management board. A getinge field service engineer (fse) evaluated the unit, checked the log from maintenance mode and found the solenoid driver board (0670-00-1161) was the cause, but the facility instructed us to replace all parts as there was a possibility that #118 would occur. The fse replaced both the drive manifold (0104-00-0031) and power management board (0670-00-1162). During the operation check and after the replacement, the executive processor board (0670-00-0770) was also replaced due to code #115 occurring. All functional and safety test performed and are good.